Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the tip of the instrument was missing before the instrument was applied on the pt.